Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient presented with acute coronary syndrome, the two ion stents were placed in the right posterior descending artery (pda) and distal right coronary artery (rca) resulting in 0% residual stenosis and timi iii flow. Patient was discharged on clopidogrel. In (B)(6) 2013, the patient was found down, hypotensive, and with a fever. Upon arrival to the emergency department the patient was unresponsive, bradycardic, and without a pulse. CPR was initiated, however patient did not respond to resuscitative efforts and expired.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. Same case as MFR ID # 2134265-2013-02266. It was reported that following a stenting treatment procedure, patient death occured. The 3.0x12mm ion and 2.5x12mm ion stents were implanted. In (B)(6) 2013, 591 days post index procedure the patient expired.